Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ sterile insulin syringe was unwrapped and caused a clean needle stick injury before use. The following information was provided by the initial reporter: clinical user, (nurse) was stabbed by unused & unwrapped insulin syringe when ready to unwrap the package. Then noticed that the syringe tip was bent. The clinical user disinfects the wound in a clean environment after being stabbed by the insulin syringe.

Manufacturer narrative:
H.6. Investigation: customer returned (1) bd 1ml, 12.7mm, 29g u40 insulin syringe in a sealed blister pack from lot # 7353556. Customer states that the nurse was stabbed by an unused and unwrapped syringe and the syringe tip was bent. The returned syringe was examined and exhibited the cannula bent through the shield, which could lead to a needle stick. A review of the device history record was completed for batch# 7353556. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Visual inspection of the syringe found the cannula pierced through the shield horizontally and bent down toward the barrel. There was a small hole in the top web of the blister where the cannula had poked through. Probable root cause is a misalignment at the shielder dial that caused the cannula to be bent before the shield was attached. This batch was made before implementation of CAPA 226773, which addressed bent cannula on the pils and before CAPA 529089 which was opened (B)(6)2018 and addresses needle through shield." H3 other text : see h.10

Event description:
It was reported that bd¿ sterile insulin syringe was unwrapped and caused a clean needle stick injury before use. The following information was provided by the initial reporter: clinical user(nurse) was stabbed by unused & unwrapped insulin syringe when ready to unwrap the package. Then noticed that the syringe tip was bent. The clinical user disinfects the wound in a clean environment after being stabbed by the insulin syringe.